Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during ureteroscopic laser fragmentation of calculus, the end of a cook® single-use holmium laser fiber broke in the ureter. The procedure was completed with a new laser fiber. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. One cook single-use holmium laser fiber was returned in a shipping tray inside a open outer package. The distal end of blue cladding was observed to be charred. The clear fiber does not protrude the blue cladding, but the clear fiber was visible inside the blue cladding. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: a number of different factors affect the life of any particular fiber, including. Improper handling. Poor laser beam alignment or focus. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Extended lasing at high power, discard any fiberoptic assembly that is cracked or broken or does not meet minimum transmission standards. The returned laser fiber was returned with no clear fiber protruding from the distal tip of the blue cladding and the blue cladding was observed to be charred. A review of the device history record found no related anomalies and no other complaints have been reported for the same lot. A review of production processes and quality inspection documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the IFU identified a list of factors is provided that affect the life of any particular fiber. Cook has concluded a cause of the complaint cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during ureteroscopic laser fragmentation of calculus, the end of a cook® single-use holmium laser fiber broke in the ureter. The procedure was completed with a new laser fiber. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested. At the time of this report, no further information has been provided.